Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the clips from the er320 scissored. Another er320 was opened to complete the procedure. There was no consequence to the pt.